Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer received multiple occlusion alarms. Customer stated that alarms were possibly caused by dropping the pump a few days prior. Reportedly, customer's blood glucose level was impacted. Customer changed out the cartridge, infusion set tubing and site. No further occlusion alarms occurred.